Manufacturer narrative:
Clarification to: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Clarification to (B)(6) 2018 was provided as an scheduled explant date at the time of the report. Surgery occurrence has not been confirmed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported a right side ruptured device. The device remains implanted.